Event description:
Physician used a minerva ablation device to perform an endometrial ablation. Procedure appeared to be successful without complications. Patient discharged home after outpatient procedure. Patient returned the next afternoon with abdominal pain. Patient found to have perforated bowels and uterus and burns to uterus, fallopian tubes, and bowels. Bowel resection and hysterectomy required to prevent further harm.